Event description:
It was reported that pump displayed malfunction message and customer was informed that this indicated pump malfunction. There was no adverse impact to the customer¿s blood glucose level. No notable events were reported before malfunction, pump malfunction code was not resettable, and technical support arranged replacement pump within warranty while customer planned to use multiple daily injections as backup therapy and was given instructions for storage, shipping, and return of malfunctioning pump.